Manufacturer narrative:
Review of the event determined that the device performed to expectation and that the reported event aligns with the surgeon's determination that the artery was calcified.

Event description:
It was reported that during perfusion, message code 390 (low hepatic artery flow) was displayed to the user three times over roughly one hour intervals. Troubleshooting was attempted each time. No kinks were noted during troubleshooting. Later in the perfusion, the surgeon inspected the liver in the bowl and verbalized concern regarding calcifications in the hepatic artery and wanted to confirm how they could confirm adequate flow. The surgeon noted that the liver was meeting all viability criteria otherwise and the liver was confirmed to be soft to palpation. While in the bowl, the surgeon felt an arterial cannula and/or vessel twist. The cannula was manually adjusted. The liver was transplanted following perfusion.

Manufacturer narrative:
Product identifier was not made available by the customer site. Investigation of the reported event is pending.

Event description:
It was reported that during perfusion, message code 390 (low hepatic artery flow) was displayed to the user three times over roughly one hour intervals. Troubleshooting was attempted each time. No kinks were noted during troubleshooting. Later in the perfusion, the surgeon inspected the liver in the bowl and verbalized concern regarding calcifications in the hepatic artery and wanted to confirm how they could confirm adequate flow. The surgeon noted that the liver was meeting all viability criteria otherwise and the liver was confirmed to be soft to palpation. While in the bowl, the surgeon felt an arterial cannula and/or vessel twist. The cannula was manually adjusted. The liver was transplanted following perfusion.